Event description:
I had a total hip replacement using a depuy pinnacle metal on metal product in my left hip. Surgery went well, pt went well, however, I had a groin pain that has never resolved to this date. I have pain in my thigh, never fully regained strength in my left leg, have muscle cramps in my left calf, numbness/tingling in my left foot/toes. Went back to the surgeon several times, x-rays looked like everything was in place, but have this popping/grinding, noise when I walk. He did blood tests as he suspected I had some metal ions that were causing the noise. Bingo, blood tests revealed the metal ions in the blood are off the chart. I go back in this month for another blood test to see if the ions are still going up. We will then consider removing the implant and replace with a ceramic femoral ball. But the damage has been done through my blood. What will the consequence be in the future? Organ failure, cancer? I am furious. Physical therapy: first step three weeks. Dates of use: (B)(6) 2008-(B)(6) 2010. Diagnosis or reason for use: arthritic hip.